Manufacturer narrative:
Quality control on the meter was acceptable. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). Comparison 1 initial meter result was 32.7 mmol/l and the second meter result was 11.1 mmol/l. The second result was believed to be correct. Comparison 2 initial meter result was 11.3 mmol/l and the second meter result was 6.7 mmol/l.